Manufacturer narrative:
(B)(4) - evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker structural balloon trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the inlet valve where you pump into is cracked during a lap hernia repair procedure. The trocar balloon appeared intact and not deployed. Part of the plastic housing of the reflux valve was cracked off. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked reflux valve, the reported condition was confirmed. Replication of the cracked plastic housing of the reflux valve may occur from rough handling of the instrument during use. Damage to the reflux valve may result in issues with inflation and deflation of the balloon. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter during a laparoscopic hernia repair procedure the inlet valve where you pump into to inflate is cracked and broken. Consequently unable to inflate or deflate the balloon. It was also reported that no adverse event or consequences occurred to the patient. A new device was available and used to finish the procedure.